Manufacturer narrative:
The device was not returned to olympus for evaluation. During onsite maintenance, the field service engineer found that the problem was caused by the drive shaft inside the source, that is used to move the filter in front of the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel of the evis exera ii xenon light source flashes when turned on. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h4. Updated d9, h3, and h6 as result of device evaluation performance. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Filter turret motor is stuck and due to it the system check after starting up is not done properly and front panel starts blinking. Scope socket is worn out and in a bad condition. Filter turret motor and scope socket will be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the filter turret motor was stuck. Thus, it is likely that the front panel blinked due to this issue. Olympus will continue to monitor field performance for this device.